Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she saw sparking in the middle of the cord where wires are exposed, but did not see a fire, smoking, melting or a breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the outer insulation of the cord approximately 83 cm from the transformer was present and resulted in a short circuit which caused the cord to heat up and spark. Sparking poses a risk should it come in contact with a combustible material. CAPA (B)(4), has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process. Evaluation summary - a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the outer insulation at approximately 83 cm from the dc plug where the inner insulation and melted plastic are visible, but wires are not clearly visible. The power supply was plugged in and the voltage across the dc plug was measure at 0.6 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 4.0 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 63.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the power supply for her pump "has a defect. The plastic sheath around the cord has worn out and developed a hole, exposing a bare wire which has sparked on different materials. The cord no longer works at all at this point." The customer did not report an injury.